Event description:
Patient for robotic assisted left inguinal hernia repair with mesh. Prograsp robotic armbroke during surgical case. A small fragment came off and was found inside the patientand effectively removed via specimen bag. Surgical team confirmed that entire brokenpiece was able to be removed. No harm reached the patient.